Event description:
It was reported that when using the bd pyxis¿ es server, wrong patient information was showing up when user try to get medication. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the wrong patient information. A technical support specialist (tss) dialed into the server to check patient details provided on ephi and found that both patients had separate visit identifiers and mrns, and their visit status was 'admitted' in active directory. Tss informed the pharmacist on duty to call becton dickinson with an update if the issue had been resolved, but no response was received. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, wrong patient information was showing up when user try to get medication. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.